Event description:
On (B)(6) 2013 the reporter contacted lifescan (lfs) in the USA alleging the meter screen contents shrunk to a small size in the bottom corner of the screen, now is having an intermittent issue where the screen displays nothing after inserting a strip, temporary resolved by reinserting the batteries. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to an adverse event.